Event description:
Situation: patient ordered for arterial line removal. Registered nurse (rn) prepared to remove arterial line with suture removal kit, pressure dressing, and gauze. Arterial line was not sutured. Rn mistook the arterial line catheter for a suture and clipped the catheter thinking she was removing the suture. Patient began to bleed and pressure was held for 5 minutes. Catheter removed was only a very little portion and rn realized that the remaining part of the catheter was still in the patients arm. Rn performed a h2t (head to toe) assessment with all vss (vital signs) and perfusion in tact. Rn immediately called team lead (tl), explained the situation and tl assessed the catheter and the patient. All assessments unchanged. Tl and rn then alerted np. Np assessed patient, resident mds present to bedside to evaluate. Assessment ¿ patient was ordered a stat ultrasound and vascular surgery, interventional radiology (ir), plastic surgery, and general surgery were consulted. Stat ultrasound was performed at bedside and adequate blood flow to area was detected. Pulses +2, cap refill <2 seconds, and patient warm and well perfused (wwp) on right extremity with catheter in place. Ir presented to bedside to assess patient with ultrasound tech. Risk/benefits were discussed with patient's family and pediatric intensive care unit (picu) team on surgical removal versus keeping catheter in place, and monitoring with q1 neurovascular checks. Due to recent spinal surgery, he is bed bound with limited range of motion (rom) to right arm. He is unable to safely start a heparin drip or anticoagulation given recent surgery. Ir attending discussed case with ICU attending. Discussed that given the vessel size, attempt for retrieving catheter may cause more damage and occlusion then leaving the catheter in. Given that us shows appropriate perfusion to arm and ulnar artery flow, and physical exam reassuring, it was agreed between ICU and ir that no urgent indication for catheter removal. Recommend continue to monitor. Recommendation - picu, vascular, neurosurgery (nsgy), ir collaboration to not undergo surgery and to perform q1 vascular checks, and continue to monitor area as it has good adequate blood flow and no changes in assessment noted. Clinical staff will continue to monitor and patient not placed on anticoagulation therapy as recommended by ir due to nsgy recommendation as patient is post surgery. No defect in product - arterial catheter cut. 22g 1in angiocath. No detectable harm to patient, this was reported as retention of a foreign object following surgery or procedure on [date redacted].